Event description:
It was reported that: "the dilator broke during the catheter insertion. The removal was difficult removal because the catheter was inside. There was no clinical consequences for the patient." No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the dilator broke during the catheter insertion. The removal was difficult removal because the catheter was inside. There was no clinical consequences for the patient." No patient injury or harm reported. Patient condition reported as "fine."

Manufacturer narrative:
Qn# (B)(4). The customer provided two photos of the defect. The incomplete tear in the peel away sheath is pictured. The customer returned one peel-away catheter for analysis. No definite signs of use were observed on the sheath. Visual analysis revealed that one of the peel-away sheath tabs was separated from the extrusion. The separation point occurred towards the proximal end of the tab and appeared stretched and jagged. Microscopic examination revealed that the sheath did not fully tear along the score lines. The peel-away sheath body length measured 2 3/4", which is within the specification limits of 2 5/8"-2 7/8" per product drawing. The peel-away sheath inner diameter could not be accurately measured due to the condition of the returned sample. Functional testing could not be performed due to the condition of the returned sample. A manual tug test confirmed that the extrusion was secure to the intact half of the peel-away assembly. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "check peel-away sheath placement by holding sheath in place, twisting dilator hub counterclockwise to release dilator hub from sheath hub, withdraw guidewire and dilator sufficiently to allow blood flow. Grasp tabs of peel-away sheath and pull away from the catheter, while withdrawing from vessel until sheath splits down its entire length." The report of a peel-away sheath tearing incorrectly was confirmed through complaint investigation. Visual examination revealed one sheath tab was separated from the sheath extrusion. The sheath met all relevant dimensional requirements. The appearance of the defect is consistent with damage due to a manufacturing process. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.